Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving an unable to proceed alert while filling tubing. After replacing supplies, insulin leaked into the cartridge chamber. The user completed a successful dry run, then performed a full supply change with new components, filled tubing and cannula without issue, and insulin delivery resumed. No adverse health effects were reported.